Event description:
Additional information received from the patient. It was reported that the patient spoke with a representative who told them to call to request a controller replacement since the "numbers are not holding". The stimulation levels were not staying where they were. The patient was walked through group c: p1-p4 ensuring adaptive stimulation was off. They increased each individual program intensity level: p1- 2.3ma; p2, p3, and p4- 2.6ma. The patient stated that they now had a better understanding and they would monitor the issue to ensure the amplitude remained at these levels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the controller was not working right and it was malfunctioning. The patient clarified they would put the numbers in, adjust stimulation, but they kept going back to 0 after a day. The issue started about a week ago, prior to (B)(6) 2021. The patient noted they did not have adaptive stim programmed in. The patient had spoken with their representative a few days ago and they helped the patient adjust stimulation. The patient's numbers had gone back to 0. During the call, the patient was on group c and had programs 1-4. The patient went into program 1 and stated it was at 1.6. They then noticed the programs 2-4 would go back to 0 but when the patient went into program 2 during the call the patient saw 1.2. Program 2 was just at 0 a couple minutes previous. The patient check the adaptive stimulation icon and the patient saw it was available and when clicked on it reported adaptive stim was on. The patient was instructed to turn adaptive stim off and the patient stated they had turned it off a couple of days ago when they talked to their representative. The patient was instructed to go into the menu and the check position was grayed out and adaptive stim on program 3 was turned off as well. It was reviewed the controller was unlikely to be the issue. No symptoms were reported.